Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not connecting. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode, showing the network cable disconnected. The cable was moved to an adjacent port, and windows nic showed the cable connected. A field service engineer confirmed the issue was not related to pyxis but was caused by the failure of the hospital ot to provide a functional network port. The system functioned as intended after the field service engineer tested the device.